Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system programmer was displaying the "replace generator" message. The abbott representative met with the patient and attempted to connect with the implantable pulse generator using both the clinician programmer and patient controller several times without success. The generator battery seems to have depleted and would need to be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs generator was replaced. No complications reported during the procedure, and effective stimulation therapy achieved postoperatively.